Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks throughout the proximal and distal shaft. Microscopic examination revealed a partial separation at the collar. Microscopic examination found no damage or irregularities at the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11nov2015. It was reported that catheter failed to cross the lesion and catheter kinked occurred. Access was obtained via the radial artery. The target lesion was located in a non tortuous, moderately calcified, 40mm in length and 3.50mm in diameter of the right coronary artery (rca). A guidezilla¿ guide extension catheter was advanced through a non bsc guide catheter; however, the guide extension catheter failed to cross the lesion. The physician then removed and advanced the guidezilla¿ guide extension catheter for several times but was unsuccessful. Furthermore, it was noticed that the guidezilla¿ guide extension catheter was kinked after numerous attempts. The guidezilla¿ guide extension catheter was exchanged with a non bsc device and then managed to deliver the 3.5 x 40mm non bsc stents. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a partial separation at the collar.